Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted before patient use.

Manufacturer narrative:
Investigation conclusion: the reported complaint of a keypad failure was confirmed on the returned pcu during testing while performing this investigation. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. Device inspection: the pcu returned for this investigation showed the following information noted on the keypad flex cable: the front case/keypad was observed as p/n tc10013664 (printec). Front case keypad showed lot # 069067. Keypad showed a manufacturer date of jan 2020. Root cause analysis: electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was a defective pcu (8015) keypad resulting in the device not turning on. There was no patient harm. The issue was noted before patient use.